Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse installed the backlight breath delivery (bd) assembly to resolve the reported display issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
A report was received stating an 840 ventilator&#39;s &quot;top graphical user interface (gui) display is going out&quot;. Though requested, information regarding patient involvement and event details have not been obtained.

Manufacturer narrative:
(B)(4)